Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "at the time of this report". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was not hospitalized for the event due to the local epidemic. The patient was treated with moxifloxacin (dose, route, frequency and duration were not reported) as anti-inflammatory treatment for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.